Manufacturer narrative:
(B)(4). Evaluation summary: medtronic conducted an investigation based upon all information received. One sealed representative sample with the appropriate pack aging was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the device initially fires but failed to complete the firing cycle, the leak test showed bubbles along the staple line, and the staples did not form as expected. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open sigmoid colon resection, when completing the anastomoses, the first and third open staplers partially fired and there was poor staple formation. The staples formed, but there was a pinhole air leak at the section where the staple lines intersected. The second open stapler had an incomplete staple line. Hand sewing was needed to ensure complete closure of the staple lines from the three devices to resolve the issue. The surgical time was extended by 30 minutes or more due to the product problem.